Manufacturer narrative:
The device was not returned for evaluation, however an investigation into this matter has been initiated and a supplemental report will be submitted when the investigation is complete. (B)(4).

Event description:
It was reported that a circuit came apart at the quadrox membrane while it was wet primed as a backup circuit for a patient on ECMO. The customer reported however that they did not place the quadrox clamp on the circuit. No patient was involved in this event.